Event description:
It was reported that a patient in stable medical condition underwent bilateral deep brain stimulation (dbs) surgery on (B)(6) 2005 without complications. At approximately 21:00, the patient had a witnessed generalized seizure (grand mal). The patient did not have a past medical history of seizures. They were given 2 mg versed and placed on dilantin IV. The patient had a head CT which was negative for bleed. They denied pain and felt sleepy. The seizure was likely due to brain irritability post-lead placement and may also be related to dilantin dosing. No further seizures have occurred. The issue was resolved. The event resulted in intensive care unit (ICU)

Manufacturer narrative:
H10. The initial report is being resubmitted electronically per FDA request. H11. The mfg site ID has been updated from 2649622 to 2182207. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.